Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during a surgical procedure the physician did not use three leads. Contacts #1 and 2 appeared to be out of alignment with the other contacts. No lead came into contact with the patient. There was no patient injury and the patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report. See MFR. Rep. # 6000153-2011-08926.

Manufacturer narrative:
Final device analysis of the lead and extensions revealed the following: the distal end of the lead was bent. Continuity was acceptable and there were no shorts between any circuits. All outer insulation was intact.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.